Manufacturer narrative:
Method: internal memory related to incident reviewed. Conclusion: subject was in a non-shockable rhythm, no shock was advised and no shock was delivered.

Event description:
Subject was not resuscitated. (B) (4).